Event description:
During verification testing at the service center, it was noted that the ground prong on the ac power cord plug was broken.

Manufacturer narrative:
Testing and investigation found the ground prong on the ac power cord was broken. The probable cause from the broken ground prong is use in the customer environment. If the ac power cord was attempted to be removed from the ac power outlet by pulling at an angle, it is possible to break the ac power cord ground prong. This report represents all the info known by the rptr upon query by hospira personnel.